Event description:
It was reported that during an x-ray following a hysterectomy, the jaw of the device was identified to be left inside the patient. Although requested, additional information has not been provided at this time. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The user facility further reported that there were no other devices involved in the event. The procedure was completed with no delay and with the same device, same lot (just opened two more) was used to complete the procedure. The device failed in the middle of the procedure. The patient is stable. The device was inspected prior to the procedure, there were no defects noted. The device malfunctioned during the procedure two times, same lot #. The device will not be returned for evaluation.